Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch # unknown . An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. Additional information was requested, and the following was received: could you please provide more details for "anvils device fall out of the device after firing but not properly"? Talking with the surgical team, the said to me, that the anvil fall out when they try to get the device of the patient¿s body could you please clarify if there were any patient consequences? There wasn t be any patient consequences could you please clarify if was any change in the post-operative care of the patient as a result of the event? Everything on patient was alright.

Event description:
It was reported that during an unknown procedure, the anvil of the device fell out of the device after firing but not properly.